Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed soreness under the elastic bands of the garment due to tightness of the garment. The patient's physician recommended the use of desitin cream. The patient was also issued larger garment. Follow-up indicated that the irritation improved.